Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator exhibited smoke coming out from the back of the communicator. A boston scientific company representative advised the patient to unplug the communicator. The company representative will send to the patient a cellular adapter and a new communicator. A return label was sent for the communicator. No adverse patient effects were reported. The communicator was no longer in service.